Event description:
It was reported that, patient presented to the o.r. With pain. Exploration and explanation of total hip was performed and revision components were implanted after preparations. Hospital/doctor did not want x-rays, op reports, etc. Released.

Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there have been similar events for the reported lot. The event was confirmed. A voluntary recall (B)(4) was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported revision due to pain of unknown etiology is considered to be under the scope of this recall. No further investigation is required.